Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell four of six, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) had the hp close all of the clamps and cycle the power in order to clear the alarm. The tsr advised the hp to dispose of the current supplies and either continue the therapy using manual supplies or start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.